Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a hole in the side of the bag when it was deployed. Used a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.